Event description:
It was reported that the insulin pump was exposed to pool water. The blood glucose reading is 270 mg/dl. Customer treated with manual injection. After customer rolled into pool, the insulin pump's screen went blank. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.